Manufacturer narrative:
Evaluation summary: the incident device has been received and under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred post-operatively of the laparoscopic right hemi-colectomy procedure. During the procedure, two sections were made at the right colon and a latero-lateral anastomosis between the proximal and distal portion of the remaining colon. The procedure ended without suspicions of a leak. Explorative laparoscopic procedure was needed on the third day post-op because of a suspicion of a leak. A failure in the section of the distal portion of the colon was identified. The videos suggested that during the surgery there was no technical or mechanical failures. The failure lead to an extension of 6 days in the hospital for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation summary the product sample or additional supporting materials from the account was not available for this incident. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record could not be performed as the lot # was not reported. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate.